Manufacturer narrative:
Evaluation summary: as returned, the inserter assembles to the proximal trial satisfactorily. The stem inserter has a potential field age of approximately twenty months. Cause cannot be definitively determined. The returned inserter exhibits wear and damage to the distal end of the device. Device history records indicate manufactured to specification.

Event description:
It is reported that surgery was delayed for 1.5 hours when the doctor was removing the trial implant and the trial would not move. After several attempts, the doctor said the pin was not fully engaging in inserter/extractor handle.